Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Per the fse (field service engineer). The customer issue is that the piic ixs did not go into local mode and there was a loss of monitoring on multiple floors. There were multiple piic ix devices being used monitoring multiple floors of patients. There was no patient injury or harm reported.